Event description:
The reporter stated a plate silicone lens model aa4204vf tore during insertion and the cause of the lens tear was unknown. The lens was implanted and removed without pt injury. The lens was removed in pieces and the lens was discarded. An mtc-60c fp cartridge, lot number unknown, was used. The reporter could not recall the model and lot numbers of the injector used during surgery.